Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The distributor was waiting for the return of the pump for further examination, and no additional information about the outcome of the event was provided.